Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT exam was done on an unknown date and revealed there was migration of the stent graft. The stent graft had migrated approximately 2.5 mm. A 32x32x49 endurant cuff was implanted and successfully resolved the migration. The cause of the event is unknown but the physician determined that it may have been due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.